Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: she mentioned that the edta purple top tubes underfill.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: she mentioned that the edta purple top tubes underfill.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.